Manufacturer narrative:
Reliability analysis evaluated 2 opened and used reservoirs inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion sets. Analysis installed reservoirs and connectors into an insulin pump. Performed infusion sets. The insulin pump performed catheter tips. Conclusion was reservoirs not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that the insulin was hard to push through manually. The reservoir will be returned for analysis.